Manufacturer narrative:
(B)(4). Investigation summary: three (3) photos were received for review and analysis. The actual sample was received by bd (B)(6). The photos and sample confirm the reported issue of a damaged tube (lip-out). Based on a review of the device history record for the incident lot, all product specifications, and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had a cracked tube. The following information was provided by the initial reporter: the customer stated, "a crack was found at the upper part of a tube.¿